Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Visual evaluation found a damaged downstream occlusion (dso) seal. Functional testing revealed a defective dso seal. The customer's reported problem was duplicated. The cause of the problem was a defective dso sensor. The dso sensor/seal and battery compartment were replaced.

Event description:
It was reported that the pump alarmed cassette not attached. There was unknown patient involvement.